Event description:
On (B)(6) 2012, the pt had abdominal wall reconstruction with bilateral component separation and acel device used as underlay. The implant was used as bridge repair with a 4cm bridge gap. Multiple drains were placed. On post op day 27 the pt developed a mid-epigastric seroma. The seroma was incised, drained, and packed. On (B)(6) 2012 definitive debridement was completed, the fascia edges were approximated over drains and 3 weeks later there was complete healing.

Manufacturer narrative:
There was no direct report provided to acell regarding this event. The events were incidentally identified on a poster presented that related a retrospective study. A comprehensive investigation was immediately conducted on discovery. Although no lot number was confirmed, all possible lots were involved were examined and records purported they were manufactured and distributed sterile in compliance with FDA, state, local, and manufacturing operating procedures. There was no report of device failure at the time of surgery.